Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 18 ga x 1.25in sp with maxzero ballooned and ripped. The following information was provided by the initial reporter: verbatim: 18g nexiva with max zero was being used for a power injection for a CT study when the extension tubing on the catheter ballooned and ripped.